Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). (B)(6) trying to troubleshoot on 8015 s/n (B)(4) and need some assistance, I ask him what was the initial issue, and told me the keypad was bad and he replaced the keypad (front case) and notice that the ac indicator is not coming on. I suggested to open up the front case again and verify the connections, I suggested to try installing another keypad front case and see if ac will come on. After replacing another keypad front case, the ac indicator is working now. We isolate the problem by trying another keypad. He was happy with the result.